Manufacturer narrative:
(B)(4). Results of investigation: the unit was powered on by service technician with a good known test patient circuit; ventilator delivered a high pitched noise and immediately received ¿disc/sense¿ alarm visually and audible. Furthermore the ventilator failed the leak test. Bench testing revealed a seized turbine. Reported issue was duplicated. The suspect turbine was replaced.

Event description:
The customer reported complaint regarding unit (ltv1100) showing "disc/sense" alarm and there was no flow from the patient gas outlet. As per customer confirming via email that there was no harm to any patient or clinician associated with this reported issue and this issue was found when unit was being tested as a backup ventilator.